Event description:
Broken tip was discovered before surgery while unpacking the set. The tip of the screw driver sleeve was broken at the prime lock thread. No consequences to patient, different set used for operation. Evidence shows that tip was not broken during sterilization procedure. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and the article in question was manufactured in accordance with the specifications. The visual inspection and investigation of the complained retaining sleeve showed that a part of the thread broke off and stress marks were present at the shaft. Evidence indicates that a mechanical overload caused this damage. The complaint has been determined to be indeterminate. (B)(6).